Event description:
During use in surgery surgeon could not slide the suture knot, which resulted in the suture breaking. Additional devices were used to complete the repair. No pt injury or complications resulted. Surgeon was performing a meniscal repair and could not get the knot to slide. The ts from four devices were left in the joint unsupported. A delay of twenty minutes resulted. It was stated that the surgeon is a very experienced user of fast-fix. The used devices will not be returned as they were discarded.